Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 4 months. Approximately 19 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. Several rescue tape repairs had been applied to cover a large portion of the lead segment. Electrical continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Upon removal of the previous rescue tape repairs, a few superficial cuts were observed in the outer silicone sleeve and some dirt was present between the outer sleeve and clear bionate layers; however, the bionate layer showed no areas of damage. Breakdown of the metal braided shield was observed along the entire length of the lead segment, which appeared consistent with over three years of use. Visual inspection of the underlying wires revealed a breach in the brown wire insulation close to the proximal end of the lead segment at approximately 18.5 inches from the metal connector, exposing the inner metal conductors. The brown wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. The pinched appearance of the wire appeared consistent with mechanical trauma. Examination of the remainder of the lead segment under a microscope and high potential testing did not identify any additional areas of compromised wire insulation. Review of the submitted system controller log file confirmed that the patient experienced low speed events and pump stoppages while connected to batteries prior to the lead replacement, which indicates that the events were occurring due to a phase-to-phase short resulting from the exposed conductors of any two compromised wires from different phases making direct contact with each other or simultaneous contact with the braided shield. However, it was reported that the patient experienced further alarms following the replacement procedure only while tethered on a regular (grounded) patient cable and not on an ungrounded patient cable, which indicates an electrical short to ground resulting from the exposed conductors of one or both wires from the same phase contacting the braided shield. The provided information coupled with the evaluation findings of the returned lead segment suggests that there is remaining damage to the insulation of either one or both wires from either phase 1 or phase 3 on the proximal side of the replacement site. The pump remains in use supporting the patient with the use of an ungrounded patient cable for power module support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016, it was reported that the patient received a red heart/driveline disconnected alarm despite having the percutaneous lead connected. The patient denied any disengagement but reported that the percutaneous lead had gotten caught in a lawn mower approximately one hour earlier. The alarms reportedly resolved in 5 minutes and the patient was asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed multiple pump stoppages occurring on both the power module and on battery power. Submitted x-rays showed some potential compromises in the external portion of the percutaneous lead. On (B)(6) 2016, a wire phase interrupter test performed on site by the manufacturer's technical services representative did not reveal any open wires. The manufacturer's technical services representatives performed an external percutaneous lead repair approximately 2 inches from the exit site. While cutting the outer silicone jacket during the repair, the technical services representatives found a brown, crumby material between outer silicone jacket and bionate. After the percutaneous lead repair, red heart/pump stoppage alarms occurred when the patient was placed on a regular (grounded) power module patient cable. The alarms were reportedly able to be reproduced with patient positional body movement (moving the right arm while reaching to the left side). No alarms occurred when the patient performed the same positional movement while connected to an ungrounded power module patient cable. A percutaneous lead short to shield issue internal to the patient was suspected. As of (B)(6) 2016, the vad coordinator reported that the patient was stable and will remain on an ungrounded patient cable. No further information was provided.